Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site. A new motor installation with a different new part, did a multifunction cca auto and fluid test got passing results on both. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported hemolysis. Patient information and outcome are unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h11. Investigation: a terumo bct service technician checked out the device at the customer site. A new motor installation with a different new part, did a multifunction cca auto and fluid test got passing results on both. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the dlog analysis suggests an actual alarm was triggered and confirmed that it is not actual hemolysis. No further reporting will be provided as this does not represent a reportable event.

Event description:
Customer reported hemolysis. Patient information and outcome are unknown at this time.